Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator would not power on. The device's ac power cord and connector need replaced to address the issue. The device is not needed for inventory, so no repair was made. The device was scrapped.